Manufacturer narrative:
The device operated as intended. There were no injuries reported.

Event description:
A patient was operating the table while the doctor was out of the room and lowered the table using the foot control. The patients foot became wedged between the drawer section and the floor. There were no injuries reported.